Event description:
The micro drill medium straight attachment was sent for service and it was wobbling and overheating during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and evaluated.

Manufacturer narrative:
Addtitional information will be submitted when the device is received for evaluation. (B)(4).

Event description:
The micro drill medium straight attachment was sent for service and it was wobbling and overheating during performance testing. No adverse event was associated with the device.